Event description:
It was reported that the procedure was to treat a 95% block in the mid left anterior descending artery lesion. The vessel was moderately tortuous and heavily calcified. The lesion was being predilated with the voyager nc 3.0 x 12 mm balloon catheter; however, while trying to advance the device, the balloon markers were difficult to visualize to place the balloon within the lesion. Although it was not certain, the physician may have tried to inflate the balloon. The device was removed and another balloon catheter was used to complete the procedure. Reportedly, there were no adverse patient effects. Though requested, no additional information was provided. Device analysis found the hypotube at the proximal end was separated and the marker lumens were disintegrated leaving loose particles mixed with the contrast in the balloon and inflation lumen.

Event description:
It was reported that during a laparoscopic adrenal resection procedure, the instrument cut but did not coagulate. No further information is available. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device